Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Revison of right total hip. Acetabular shell penetrated into acetabulum requiring a revision.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Revison of right total hip. Acetabular shell penetrated into acetabulum requiring a revision.